Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter broke off in the patient's vein while withdrawing it, and plans were made to surgically remove the broken piece. No further information was provided. The following information was provided by the initial reporter: "IV inserted, vein blown, upon withdrawal team member felt a "pop". Noted catheter was shorter, 4 mm of IV catheter remained in patient. I&d planned to remove retained foreign body; will return product fragment to manufacturer." Unfortunately, the product is not available to ship back. I found out after completing this report, that the fragment was given to the patient.

Manufacturer narrative:
(B)(4). Follow up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 3083896, no deviations or non-conformances were identified during the manufacturing process. Based on the available information we are not able to determine a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter broke off in the patient's vein while withdrawing it, and plans were made to surgically remove the broken piece. No further information was provided. The following information was provided by the initial reporter: "IV inserted, vein blown, upon withdrawal team member felt a "pop". Noted catheter was shorter, 4 mm of IV catheter remained in patient. I&d planned to remove retained foreign body; will return product. Fragment to manufacturer."

Manufacturer narrative:
E.4. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5144640. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.